Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
A facility medwatch was received stating: patient intubated and on ventilator. While rt¿s and rn were in patient¿s room, they witnessed the ventilator turn off and cease to ventilate the patient. The rt began bagging the patient. Rt supervisor and picu intensivist were notified and the ventilator was removed from the patient. Patient¿s saturation¿s dropped and they needed to be bagged. Patient was placed on a different ventilator and has had no issues with the ventilator since. Manufacturer reference#: (B)(4). Importer reference #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It passed pre-use check and no device errors could be detected when it was operated with a test lung. No parts were replaced. The ventilator logs were reviewed. The technical log contains a restart of the panel subsystem at the reported event date and time. The ventilation will not stop in this situation; however the screen will be black for a short period of time. The performance of the ventilation provided is not affected and continues unchanged. The ventilator is designed with three subsystems, monitoring and control together making up the patient unit delivering breaths to the patient, and panel making up the user interface. Each subsystem can be restarted independently of each other and without interfering with the operation of the other two. No technical error codes were generated due to that the event was shorter than 35 seconds. The conclusion is that this event was a restart of the panel subsystem and that the restart was shorter than 35 seconds is based on the findings in technical log and event log. The root cause of the panel subsystem restart has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).